Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of egms revealed the right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2014. No patient symptoms or additional information was reported.